Manufacturer narrative:
If follow-up, what type: additional information: concomitant medical products. Device evaluated by MFR : one cadd cassette extension set was received in used condition without its original packaging. Visual inspection was conducted and there were no discrepancies found. Functional tests were conducted and there was a leak detected in the air vent of the filter. A review of the manufacturing process was conducted and deemed adequate and correct with respect to testing and inspection activities. The reported leak was confirmed.

Event description:
Information was received that during use of this smiths medical cadd extension sets, leaking was noted. No reported adverse effects.